Event description:
The customer reported she was hospitalized due to high blood glucose of 572 mg/dl and water intake. Customer was not wearing the insulin pump during hospitalization. She disconnected half an hour prior to hospitalization due to a button error alarm. Troubleshooting for the button error alarm was performed. Customer did not recall any significant events leading to the alarm. Customer was advised to revert to back up plan. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Broken reservoir tube lip, cracked display window, stained keypad overlay and cracked case near display window corners noted. The insulin pump passed displacement, excessive no delivery alarm, rewind, basic occlusion and prime tests. Intermittent button response due to corroded keypad traces was noted. No button error alarms noted.